Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found air/water cylinder has no color, suction cylinder has no color, bending angle in down direction does not meet the standard value due to wear of angle wire, plastic distal end cover has a snag on it due to crack, adhesive on bending section cover has a crack, connecting tube has a wrinkle, and universal cord has coating peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air/water tube and cylinder. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The adhesion/clogging of the material in the air/water cylinder and the air/water channel was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.